Event description:
An olympus representative reported to olympus on behalf of the customer that the single use distal cover fell off into the patient's mouth while using with the evis exera iii duodenovideoscope. The olympus representative further indicated that the distal cover was likely retrieved using grasping forceps and that this was a user error as the customer did not put the cap completely. The customer later reported that the distal cover was split at the top. It was reportedly difficult to retrieve from the patient as it had fallen off in the back of the patient's throat. The customer did not know if they caused the damage when trying to remove it from the patient. Anti-fog agent was not applied to the scope lens. Lubricant was applied to the outside of the endoscope, but the physician never applies lubricant near where the distal cover attaches because of the lens. The customer further confirmed that the distal cover was not damaged after attaching it to the scope and that the distal cover was attached correctly by gently pulling the cover to make sure it would not come off. There was no further harm or user injury reported due to the event. The date of january 12, 2023, reflected on f13 is when olympus became aware of a reportable malfunction. The date of may 31, 2023, reflected on f6 is when olympus determined the event to be a serious injury upon further review.